Event description:
It was reported that the right ventricular (rv) lead was "out of position" and there was no capture on the lead. The rv lead was repositioned. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.